Event description:
It was reported that the patient's system controller alarmed for a few seconds and felt chest tightness at the time of the alarm. The chest tightness was relieved with rest. The log files showed 1 transient low speed advisory where the pump speed was 7050 rpm, and the pump power was increased at 14.3w. The log files also contained a couple transient low battery advisory alarms due to battery depletion. The alarms self-resolved and the patient was in stable condition. The patient was educated to monitor their parameters and the condition of their driveline to avoid kinks.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b1 and b2: corrected. Section h1: report type corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported events; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file captured a transient low speed event which occurred while the patient was supported by the power module. Transient elevation in pump power and pulsatility index (pi) values were captured during this event. No other notable events were observed, and the pump appeared to have operated as intended at the set speed before and after the low-speed event. Based on complaint data and similarly reported events, the observed events appeared consistent with potential driveline wire compromise. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number 35549 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook rev. C is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.